Event description:
During an in-clinic follow up, undersensing and noise resulting in oversensing were noted on the device. No intervention has been conducted at this time but device reprogramming is anticipated at the next in-clinic follow up. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.